Event description:
It was reported that the stent dislodged from the balloon. A synergy shield 3.00 x 24mm was selected for treatment of the target lesion. During the procedure as the stent was being advanced, the distal end of the balloon catheter was kinked resulting in the stent becoming detached from the balloon. The stent was removed from the patient. There were no patient complications.